Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump powered up with auditory and vibration to a clear display but the unresponsive keypad buttons was duplicated. The keypad rubber was undamaged and when the keypad was removed and there was no contamination or damage found to the key¿s contacts. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board on the keypad flex. The keypad was unresponsive due to moisture corrosion. Unrelated to the original complaint, the battery compartment was observed to be cracked.